Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified a piece of charred plastic in the tubing above the male luer. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A supplemental report will be submitted if any additional relevant information becomes available.

Event description:
It was reported that a clearlink continu-flo solution set had particulate matter inside the tubing. Specifically, there was a hard, small black object inside the tubing during infusion. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.